Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is not related to the device. Granuloma: unable to observe as it is not related to the device. Lymphadenopathy: unable to observe as it is not related to the device. Lump/nodule: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, rupture, lymphadenopathy, migration.

Event description:
Healthcare professional reported right side swelling, hardening of the breast tissue, pain, capsular contracture, baker grade ii, 'suspicion of implant rupture," "multiple, echoic, oval structures with a maximum diameter of also 17 mm," "axillary lymph nodes on the right are palpably enlarged," "silicone leakage in the upper and lower right quadrant area" and "multiple silicone accumulations also in the axillary outlet on the right within lk, or also siliconomes" via imaging. Device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6 device evaluation: based on the product analysis performed, the assessments of the complaints ¿ ¿ rupture: not observed. ¿ lump/nodule: unable to observe since it is not related to the device. ¿ lymphadenopathy: unable to observe since it is not related to the device. ¿ migration: unable to observe since it is not related to the device. ¿ granuloma: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side 'suspicion of implant rupture" swelling, hardening of the breast tissue, pain. Capsular contracture baker grade ii, 'suspicion of implant rupture," "multiple, echoic, oval structures with a maximum diameter of also 17 mm," "axillary lymph nodes on the right are palpably enlarged," "silicone leakage in the upper and lower right quadrant area" and "multiple silicone accumulations also in the axillary outlet on the right within lk, or also siliconomes" via imaging. Device has been explanted and replaced with non abbvie device.